Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during the open hepatectomy procedure, after fired, it was found that the clip could not be closed (the clip was malformed). Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r9389e. The analysis results found that the mcm30 device was returned with a clip in the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 24 clips as intended; however, the clips were fed intermittently. The device was disassembled in order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.